Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer removed the pump from its case and tried to press the button as instructed, but the issue persisted, leading technical support to decide on replacing the pump. In the meantime, the customer used an insulin pen as a backup.